Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the system was started up at the beginning of the day, the table top moved uncommanded in 1cm increments until e-stop opened. A philips field service engineer (fse) confirmed that there was no harm to a patient, operator or bystander.

Manufacturer narrative:
On or around 27-jan-2015, a philips field service engineer (fse) noted that during a system start up the key switch was turned and, with the e-stop closed, the table moved by itself in small jumps (a millimeter or two) repeatedly toward the bore of the scanner until he activated an e-stop. The total distance of un-commanded motion was 1 cm. There was no report of harm to a patient, operator or bystander as the system was starting up when this issue occurred and no patient was on the table. The fse determined that the issue occurred due to either the position encoder or absolute encoder failing. The fse ordered both encoders for replacement. On 28-jan-2015 the fse returned to the customer site and replaced the position encoder the absolute encoder to resolve the issue. After the service, there have been no further recurrences of the table moving when the key switch is turned. No log files, parts or bug reports were provided by the fse for engineering assessment, therefore an engineering evaluation could not be made. Based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to a failed horizontal encoder.